Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter zip code: (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 syringe 0.5ml 29ga 1/2in hub separated. The following information was provided by the initial reporter: the customer reported that the needle and shield separation from the barrel was found before use.